Event description:
Reference number (B)(4). Event occurred in the united states. On 10-jun-2024, it was reported that the patient faced infusion set was leaking from the quick release site. The infusion set was in use for 4 days. No further information available.

Manufacturer narrative:
E1: patient city : (B)(6). Patient country: united states.